Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide lot number status of product return. ¿

Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2021 and the absorbable straps were used. It was reported that the straps did not fit on the plate. A like device was used and additional time was required. There were no adverse patient consequences reported.